Event description:
The customer contacted physio control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Device was further evaluated in the parts analysis center (pac). And was able to duplicate the reported issue. The cause of the reported issue was determined to be due to a shorted capacitor, c2, between signals, battery+ and battery- on main pcb assembly, which caused batteries to become depleted in a very short time. The device was archived by stryker.

Manufacturer narrative:
Physio control service representative performed an initial evaluation of the customer's device and verified the reported issue. The customer's device will be forwarded to our product analysis center (pac) for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device would not power on. There was no report of patient use associated with the reported event.